Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred and the drawer could not be opened. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not opened. A field service engineer (fse) found that full height drawer 3 on the main cabinet had failed with the error message of failed to stay closed. The magnet in the latch insert was found intact. The latch sensor was replaced, and the fse logged into the hardware test application to test the drawer multiple times. The drawer functioned properly after the repair. The system functioned as intended after the field service engineer repaired the device.